Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that that avea comp unit is giving vent inop, multiple errors with source gas transducer and compressor not turning on. There is no patient involvement in this reported event.